Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device analysis will be submitted as a follow-up report.

Event description:
It was reported that the pt fell and hit her head at school in (B) (6) 2008. A scan was carried out and reportedly everything was fine. A couple of days after the fall, the parents noticed facial stimulation. The report of this fall was not mentioned until (B) (6) 2009. Attempts were made by the clinic to program around the facial stimulation which were unsuccessful. The pt was seen on (B) (6), 2009 by med-el, attempts were made to see if mcl's could be increased to obtain loudness growth without eliciting facial stimulation. This was not possible. The pt was reimplanted on (B) (6), 2010.